Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he wanted to know if the device was in overdischarge if he needed to charge it before a MRI and putting it in MRI mode. The consumer stated that the implant never really tuned into the patient¿s back pain which was why the patient had not used it and had not charged in about a year. It was noted that the patient planned to get it removed. The indication for use was spinal pain.